Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, the r781 resistor was open. The cause of the incoming test failure is the open resistor. The root cause of the open resistor was unable to be positively identified. There is no indication that the open resistor caused or contributed to the patient's death. Electrode belt sn (B)(4) has not been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Manufacture dates: monitor 8/4/2017, electrode belt 3/4/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away. It was reported that the patient passed away while at home. It was reported that the patient passed away at 8 am on (B)(6) 2019. Review of the download data indicates that the patient entered vf with motion artifact at 08:37:42 on (B)(6) 2019. The lifevest delivered an appropriate treatment shock at 08:38:17 while the patient was in vf. The post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's rhythm transitioned to vf and was received a second appropriate treatment shock at 08:44:15 while in vf. The post-shock rhythm was CPR artifact. The lifevest was powered off at 08:44:43.